Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the ventricular output connector is broken. Analysis also found the upper case, lower case, and one side bail cover are broken. Lead flex cover is corroded and serial number label is torn. (B)(4).

Event description:
It was reported the ventricular terminal is broken. The device was returned for repair. No patient complications were reported as a result of this event.